Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The customer reported that while using on a manikin, the autopulse platform (serial # (B)(4)) displayed user advisory - ua19 (max applied load exceeded) error message. The users were unable to clear the advisory. No patient involvement.

Manufacturer narrative:
The reported complaint of user advisory - ua19 (max applied load exceeded) on the autopulse platform (serial # (B)(4) was not confirmed during functional testing but confirmed in archive data. User advisory error messages are designed into the platform when one of several conditions is detected. Ua19 error message alerts the operator that the load plate has detected too much weight being applied. Also, ua19 is a common error when the manikin gets "bouncy" during run-in testing. The ua19 error message recorded in the archive data is easily clearable by the user by restarting the platform. Unrelated to the reported complaint, a damaged short black cover on the returned ap platform was observed during visual inspection. This type of physical damage on the autopulse platform was likely attributed to mishandling. The damaged short black cover was replaced. During archive data review, ua19 was identified on the reported event date. Thus, confirming the reported complaint. Also, ua17 was identified on the archive but unrelated to the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua17 (motor on for too long during active operation) displayed upon powering on. To remedy ua17, the motor drive train was replaced. After part replacement, the autopulse was re-evaluated and subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged. The autopulse platform passed all the functional tests and it is ready for clinical use.. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).